Event description:
It was reported the patient underwent an initial total knee arthroplasty. Approximately two (2) years and six (6) months post-implantation, the patient began to experience pain. Subsequently, six months after the onset of pain, the patient underwent revision surgery. During the procedure, significant synovitis was observed and the tibial component was found to be loose. The tibial tray and bearing were replaced without reported complication. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.